Event description:
The user facility reported that about 3-4 inches of coating was "shed" from a guidewire during during a procedure to place a portacath. Assessment by a vascular surgeon determined that the detached coating was lodged in the patient's soft tissue and not in the vessel. Reportedly, the procedure was completed successfully and the patient condition is "fine."